Event description:
It was reported that following the implantation of a monarc sling, the sling "detached" and was "hanging down" inside the patient's body. The mesh was still implanted. The patient experienced an injury, further described to be extreme pain on a daily basis, as the broken sling was irritating her "insides and causing a multitude of problems" that the patient's physician could not seem to fix. It was noted to be a serious event. There were no further complications reported in relation to this event.